Event description:
It was reported that the patient underwent a gynecological procedure sometime in 1999 and mesh was implanted. It was also referenced that the patient underwent another gynecological procedure on (B)(6) 2005 and bs obtryxit was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems and vaginal scarring. It was reported that patient underwent tah/bso in 2001 due to severe pelvic pain.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) due to mesh erosion.